Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred.   The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anastomosed segment of a shunt. A 6fr non-bsc introducer sheath was introduced. After a 0.035 non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon was inflated at 20 atmospheres for a duration of 30 seconds. Upon the second inflation, the balloon was inflated at 24 atmospheres for a duration of 30 seconds. However, upon the third inflation, the balloon ruptured at 24 atmosphere for a duration of 30 seconds due to a tough lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.